Event description:
A cranial biopsy was planned to be performed with the brainlab navigation software cranial 2.1. During the procedure, the surgeon: performed the initial registration of the pt (matching of virtual display of pt image data and actual pt anatomy) with statistically good precision. Positioned the biopsy needle with the aid of brainlab navigation and the varioguide. Calculated the insertion length of the biopsy needle and adjusted the stopper accordingly. Took samples of cranial tissue. After the surgery, it has been determined by pathology that the tissue samples were healthy brain tissue instead of the expected tumor tissue. According to the hospital, there have been no negative clinical effects for the specific pt.

Manufacturer narrative:
A risk to the pt's health could not be excluded for these specific circumstances, since the cranial tissue sample (biopsy) was not taken at the intended position, although: the corresponding measures to reduce this risk to be as low as reasonably practicable are already in place. According to the hospital, there ware no negative clinical effects for this specific pt. According to the results of brainlab investigation and the info provided by the hospital, it can be concluded that the root cause for the apparent shift is an error in the usage of the device. Despite the brainlab device worked as intended, the info provided by the navigation system may have mislead the surgeon. Corresponding brainlab measures tor educe this risk to be as low as reasonably practicable are already in place. There is no indication of a systematic error or malfunction of the brainlab navigation device. Brainlab intends to offer an additional training to this hospital.